Manufacturer narrative:
Customer technical support (cts) assisted the customer with cleaning up the material and sent a replacement printer. Service was not dispatched for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the newly installed toner cartridge in the printer of the unicel dxc 800 pro synchron chemistry analyzer was found leaking all over the inside of the printer. No injury reported.